Event description:
It was reported that the patient's right ventricular (rv) lead had no capture and high impedance indicating possible dislodgement or placement difficulty during the post-operative check the next day. The rv lead was planned to be revised and records indicate that it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)